Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving dilaudid (2600mcg/ml at 511.5mcg/day) and clonidine (500mcg/ml at 98.37mcg/day) via intrathecal infusion pump for spinal pain. It was reported the patient had an MRI on (B)(6) 2020 and didn¿t have the pump status checked post MRI. The patient came for a refill today and it was noticed the pump was stalled and it had occurred on (B)(6) 2020 during the MRI. It was reported that for the past month the patient had increased pain. The patient didn¿t hear the pump alarming, but the nurse noticed the audible alarm after interrogating the pump. Troubleshooting considerations were reviewed. The hcp rechecked the pump status and it was reported the pump had not recovered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the nurse connected with the pump multiple times until a motor stall recovery occurred. It was reported that the refill was completed and the volume matched expected volume for refill. The patient's increased pain was still being reviewed by office todetermine.